Event description:
Consumer reported complaint for high blood glucose test results; complaint was initially reported via e-mail and customer was contacted via telephone. The customer is concerned with test results from am fasting meter to meter comparison on (B)(6)2024 of 160 mg/dl using true metrix air meter and 81 mg/dl using another device and on (B)(6) 2024 of 225 mg/dl using true metrix air meter and 143 mg/dl using another device. The customer¿s expected am fasting blood glucose test result is below 140 mg/dl and expected pm fasting blood glucose test result is 96 mg/dl (customer advised that he tests lower in the evenings prior to dinner). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (bathroom). The customer did have another vial of test strips of the same lot that had been stored and handled correctly. During the call, a blood test was performed by the customer non-fasting and produced test result of 146 mg/dl using true metrix air meter. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 12-feb-2024 to ensure the replacement products resolved the initial concern, customer stated they are comfortable with the readings from the replacement products.